Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed and reproduced ec322 during testing. The system error was caused by a failed upper and lower aux which have been replaced. The device was not in specification. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate.